Event description:
It was reported that a cartridge alarm 20 occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for the pump to be replaced with an updated version and provided training information, along with instructions for returning the problematic pump using a pre-paid label. The customer to reach out to health care provider for back up insulin therapy.